Event description:
It was reported that during an implant attempt the lead was fixed several times and then the helix became blocked and would no longer screw out. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).